Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for daughter via phone call for high blood glucose. Customer¿s blood glucose was 564 mg/dl and treated with manual injection and by changing the infusion set. The customer was not contacted their healthcare provider about changing or using other infusions sets. Customer reported that overnight eventually blood glucose went down. The insulin pump will not be returned for analysis.